Manufacturer narrative:
A ventilator was reported giving technical error indicating a control error. After investigation, a service engineer replaced the dc/dc pcb and the ventilator was cleared for clinical use. The faulty pcb was sent back for further investigation. Logs were provided. The logs confirmed the issue. Further investigation of the pcb found a crystalline substance on the pcb surface. This indicated that liquid had reached into the device and most possible has caused a temporary short circuit that has led to the reported ventilator malfunction. If a defect related to the reported error codes appears during ventilation, ventilation will stop and the user will be notified by a generated alarm and the corresponding codes. If the reported failure appears during startup, an alarm will be generated and ventilation cannot be started. There is no conclusion on how the liquid spill entered the ventilator or what kind of liquid spill it was, but an unexpected spillage of liquid is conceded as a user error.

Event description:
Manufacturer ref.#: (B)(4).

Event description:
It was reported that the ventilator alarmed for control error during patient use. There was no patient harm. Manufacturer ref.#:(B)(4).